Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample using the kit swab. The consumer performed additional testing with a genabio covid test on the same day and generated a negative result. The consumer stated that he has symptoms such as running nose and congestion. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000824157b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 000824157b and test base part number 195-430wjr/ lot 824157. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000824157b showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample using the kit swab. The consumer performed additional testing with a genabio covid test on the same day and generated a negative result. The consumer stated that he has symptoms such as running nose and congestion. No additional patient information, including treatment and outcome, was provided.